Event description:
It was reported that a continuous glucose monitor error occurred. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a complete pump reset, which resolved the error, allowing them to successfully start their sensor session. The customer planned to change supplies and resume insulin therapy without needing further assistance.